Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20may2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: the son of a male patient reported that the patient's humapen luxura device was broken or malfunctioned (details not provided), and the patient did not receive the medication. The patient experienced increased blood glucose. Investigation of the returned device (batch number 0910b01, manufactured october 2009) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reportedly used the device for ten years. The core instructions for use state the humapen luxura is designed to be used for up to six years after first use. The core instructions for use also states to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond its approved use life. As the device met functional and dose accuracy requirements, it is unlikely that this misuse is relevant to the complaint or the event hypoglycemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer reporter via a patient support program (psp), concerned an 85-years-old (at the time of initial report) geriatric male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from a cartridge, via a reusable pen device (humapen luxura burgundy), at an unknown dose and frequency, subcutaneously, for diabetes mellitus, beginning approximately sometime in 2011. Approximately on (B)(6) 2021, while on human insulin 70/30 treatment, his humapen luxura (burgundy) was broken and the medication was not received via device (pc number: (B)(4) and lot number: 0910b01). On an unknown date, he had a problem about hearing. Sometime in 2017, he experienced bleeding in his eyes due to high blood sugar (values, units and normal reference range not provided) and he had laser operation for his eyes. The events were considered as serious due to medically significant reason. The humapen luxura (burgundy) was possibly in use for ten years which was considered as an improper use. Information regarding additional corrective treatment and outcome for events was not provided. Human insulin 70/30 treatment was continued. The operator of the humapen luxura (burgundy) and his/her training status was not provided. The general humapen luxura (burgundy) model duration of use and the suspect humapen luxura (burgundy) model duration of use was approximately 10 years. The humapen luxura (burgundy), which was manufactured in oct2009, was returned to the manufacturer on 27apr2021. The reporting consumer did not provide any relatedness for the events with human insulin 70/30 treatment or with its humapen luxura (burgundy) device. Update 20-apr-2021: multiple information received on 15-apr-2021 and 17-apr-2021 were combined and processed together. Edit 21apr2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 21-apr-2021: upon review of information received on 15-apr-2021, (EU/ca) fields were added. No medically significant information was added. Update 27apr2021: additional information received on 27apr2021 from global product complaint database. Recoded the suspect device from humapen ergo ii to a humapen luxura (burgundy). Changed the lot number from unknown to 0910b01 for product complaint (B)(4) relating to the humapen luxura (burgundy) device. Updated the return status to returned to the manufacturer on 27apr2021. Corresponding fields and narrative updated accordingly. Update 03may2021: no new medically significant information received from consumer via responsible complaint person on 27apr2021. Information provided already captured in case. No changes were made to case. Update 20may2021: additional information received on 20may2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the humapen luxura (burgundy) device associated to (B)(4) with lot 0910b01. Corresponding fields and narrative updated accordingly. Edit 20may2021: removed downgrade statement in medwatch fields.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer reporter via a patient support program (psp), concerned an (B)(6) (at the time of initial report) geriatric male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), from a cartridge, via a reusable pen device (humapen luxura burgundy), at an unknown dose and frequency, subcutaneously, for diabetes mellitus, beginning approximately sometime in 2011. Approximately on (B)(6) 2021, while on human insulin 70/30 treatment, his humapen luxura (burgundy) was broken and the medication was not received (pc number: (B)(4) and lot number: 0910b01). On an unknown date, he had a problem about hearing. Sometime in 2017, he experienced bleeding in his eyes due to high blood sugar (values, units and normal reference range not provided) and he had laser operation for his eyes. The events were considered as serious due to medically significant reason. The humapen luxura (burgundy) was possibly in use for ten years which was considered as an improper use. Information regarding additional corrective treatment and outcome for events was not provided. Human insulin 70/30 treatment was continued. The operator of the humapen luxura (burgundy) and his/her training status was not provided. The general humapen luxura (burgundy) model duration of use and the suspect humapen luxura (burgundy) model duration of use was approximately 10 years. The humapen luxura (burgundy) was returned to the manufacturer on (B)(6) 2021. The reporting consumer did not provide any relatedness for the events with human insulin 70/30 treatment or with its humapen luxura (burgundy) device. Update 20-apr-2021: multiple information received on (B)(6) 2021 and (B)(6) 2021 were combined and processed together. Edit (B)(6) 2021: updated medwatch and (B)(6) fields for expedited device reporting. No new information added. Edit (B)(6) 2021: upon review of information received on (B)(6) 2021, (EU/ca) fields were added. No medically significant information was added. Update 27apr2021: additional information received on (B)(6) 2021 from global product complaint database. Recoded the suspect device from humapen ergo ii to a humapen luxura (burgundy). Changed the lot number from unknown to 0910b01 for product complaint (B)(4) relating to the humapen luxura (burgundy) device. Updated the return status to returned to the manufacturer on (B)(6) 2021. Corresponding fields and narrative updated accordingly. Update 03may2021: no new medically significant information received from consumer via responsible complaint person on (B)(6) 2021. Information provided already captured in case. No changes were made to case.